Event description:
Braun y type blood infusion line had 2 breaks in line that caused blood to spray, with a loss of about 30 ml estimated, when blood transfusion was started. I witnessed part of the event, as well as inspected the packaging for any obvious external damage or evidence of cutting into packaging. None found. FDA safety report ID # (B)(4).